Manufacturer narrative:
Device evaluation : one warmer was received for investigation in good condition. The device was powered on and the disposable alarmed. Next, the back cover was removed for further investigation. It was then found that the heat exchanger interlock micro switch was stuck, which confirmed the reported complaint issue. An additional issue was also found in which the return tube was cracked at the top fitting elbow. The investigation could not identify a problem source for either issue, but upon repair the device passed all functional and electrical tests.

Event description:
Information was received that a smiths medical fluid warmer is emitting a disposable alarm that will not shut off. The incident occurred during a pre use check; no patient involvment.